Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that the x-rays provided show a shell screw deeper than the other screw but with the images being undated and unable to compare with previous images it cannot be concluded if the screw was placed in this orientation or has migrated overtime. In addition, the devices remain implanted. There are no symptoms reported to indicate shell loosening with this complaint. Without the associated device, the causal relationship between the device and the dissociation could not be determined. In addition, we cannot rule out a procedural variance, additional trauma, bone quality, body habitus, comorbidities, or device failure as contributing factors to the reported event. The retained screws are considered biocompatible. However, it is unknown if micro-motion and/or migration of the retained disassociated screws is possible. The future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after surgery the post operative film looks like the screw went beyond the shell. There is no information that an intervention occurred due to this incident.